Event description:
It was reported via repair work order that the unit could not roll due to a missing caster horn assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.